Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated the patient went swimming and now the pump does not power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/10/2013 with the following findings: during investigation the battery compartment was found to be cracked below the grip pad. There was evidence of moisture found inside of the battery compartment. The battery cap was able to fully tighten and no power loss was observed during testing. The keypad cover was found to be torn at the up arrow button. The pump failed a leak test due to the damaged keypad. The pump case was removed and evidence of moisture contamination was identified inside pump, on the keypad flex and connector. Unrelated to the complaint, the display was found to be faded, discolored and difficult to read. A test display screen was inserted and functioned properly with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.